Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown pronto, serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, his chair is not working. He states that it is powered on, however it is not responding to his movements of the toggle (it is not moving). MDR filed.